Manufacturer narrative:
Age or date of birth, weight, and ethnicity: information unknown/not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted in the left eye and removed during the same-procedure as the capsule broke. Another johnson & johnson lens (za9003 model, 22.5 diopter) was implanted; however, that lens was also removed as an anterior chamber (ac) lens was required. A vitrectomy was performed and the surgery was completed using an ac lens. The patient is doing fine post-operatively and no injury was reported. No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: sep 1, 2021 section d9: returned to manufacturer: yes device evaluation: the product was returned in its original package. Visual inspection using magnification was performed to the returned sample which the plunger and pushrod was observed in advanced position and in good condition. The pushrod was observed in its correct orientation. Residues of viscoelastic material was observed on cartridge. No damaged was observed to the cartridge and to the device. The lens was not returned. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated and no discrepancies were found during the mrr (manufacturing record review) related to this complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed that one additional complaint was received for this production order number; however, the complaint was a duplicate of this same case; therefore, it was voided. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.